Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 419478 implantable pacing lead, implanted: (B)(6) 2012; product ID 507652 implantable pacing lead, implanted: (B)(6) 2012 ; product ID 6947m62 implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device detected and treated a ventricular arrhythmia in (B)(6) 2013 with anti-tachycardia pacing (atp) before charging which was unsuccessful. In addition, atp during charging was also not successful. The device delivered one shock which terminated the rhythm. It is believed that the patient was syncopal during this episode, and suffered a fall without injury. It was noted that the device had switched to atp before charging on a monitor transmission sent from the patient. Another transmission was sent in (B)(6) 2013 and the atp before charging message continued to be displayed even though there was no recurrent episodes. The device remains in use. No further patient complications have been reported as a result of this event.